Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 3:26 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 420 mg/dl. At 3:27 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 127 mg/dl.

Manufacturer narrative:
The customer's test strips were requested for investigation, but the test strips were not available to return. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The type of investigation coding has been updated. The customer did not return any product for investigation. As no product was returned, a specific root cause could not be determined.